Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 28 mg/dl at the time of incident. The customer was treated with drinking juice. The customer did not provide any information regarding symptoms for their low blood glucose. The customer stated that her doctor had her settings incorrect causing her to pass out. The customer declined troubleshooting for all issues. The insulin pump will not be returned for analysis.